Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2013-06015. It was reported the patient has two ipgs implanted and the one on her right side was sore and superficial. The patient's right ipg was revised and repositioned. It is unknown which of two is the one implanted on the right side. A report for each ipg is being submitted.